Event description:
We have noticed particles are like tiny metal shards. We've been using a foam wipe to get the small pieces off. It has been all the blades for the past couple of months. We tried a different lot number, and he says it is the same. He has inspecting it after wiping it under the microscope before using it on the patient. No harm was reported.